Manufacturer narrative:
The field service engineer (fse) inspected the module and determined that the event was caused by improper cuvette washing. He then unpinched the wash tube and set the cuvette levels. The customer performed qc with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received a questionable glucose result from one patient sample tested on the cobas 8000 cobas c 701 module. The initial result was not reported outside of the laboratory. The initial result was 33 mg/dl. The repeat result was 73 mg/dl. The repeat result was deemed correct.